Event description:
This customer reported that the device continued to pace despite achieving the desired heart rate. There was no impact to the involved pt. The users switched to a different defibrillator to deliver treatment.

Manufacturer narrative:
(B)(4). This customer reported that the device continued to pace despite achieving the desired heart rate. There was no impact to the involved pt. The users switched to a different defibrillator to deliver treatment. The defibrillator was returned to philips for eval. The device was returned with the involved pads cable and was observed to have a conmed adapter attached to it. There was no ECG strips or event summary available for review. The reported symptom could not be reproduced. The device passed all performance verification testing. We are unable to determine the cause of the reported symptom.